Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization and pd catheter removal. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty select cycler or liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although the cause of the peritonitis was not documented, enterococci are normal flora of the gastrointestinal (gi) tract and intra-abdominal pathology is generally considered the source of enterococcal peritonitis. Peritonitis episodes caused by enterococcal species are also associated with high rates of catheter removal, permanent transition to hemodialysis and even death. There is no temporal or causal relationship between the patient death and the liberty select cycler or liberty cycler set. The patient experienced a pulmonary embolism during pd catheter removal surgery leading to pea from which the patient could not recover. Dialysis patients have two times increased risk of having a pulmonary embolism and two and a half times for fatality from the pe than those without kidney disease. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event with hospitalization and subsequent pd catheter removal surgery resulting in pulmonary embolism and death.

Event description:
A peritoneal dialysis nurse (pdrn) contacted fresenius customer service to deactivate the account of a peritoneal dialysis (pd) patient. Per the pdrn, the patient had been in the hospital with peritonitis and passed away. Upon follow up, the pdrn stated the patient was hospitalized for peritonitis. It was reported that the patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with ancef 1g daily and gentamycin 50mg daily, duration unknown. The culture results were negative for growth. The patient did not improve with antibiotic therapy. The patient¿s abdominal pain grew worse, and the patient was unable to complete a bowel movement. As a result, the patient was admitted to the hospital on (B)(6) 2022. Additional cultures were obtained and resulted positive for vancomycin resistant enterococcus (vre). The patient¿s antibiotics were changed to rocephin, flagyl, and levaquin; route, dose, frequency, and duration were unknown. It was determined the patient¿s pd catheter required removal. On 2022-07-31 the patient underwent pd catheter removal surgery. Immediately following the catheter removal, the patient experienced multiple episodes of pulseless electrical activity (pea) and subsequently expired. The suspected cause of death is a pulmonary embolism due to the surgery. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis nurse (pdrn) contacted fresenius customer service to deactivate the account of a peritoneal dialysis (pd) patient. Per the pdrn, the patient had been in the hospital with peritonitis and passed away. Upon follow up, the pdrn stated the patient was hospitalized for peritonitis. It was reported that the patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with ancef 1g daily and gentamycin 50mg daily, duration unknown. The culture results were negative for growth. The patient did not improve with antibiotic therapy. The patient¿s abdominal pain grew worse, and the patient was unable to complete a bowel movement. As a result, the patient was admitted to the hospital on (B)(6) 2022. Additional cultures were obtained and resulted positive for vancomycin resistant enterococcus (vre). The patient¿s antibiotics were changed to rocephin, flagyl, and levaquin; route, dose, frequency, and duration were unknown. It was determined the patient¿s pd catheter required removal. On (B)(6) 2022 the patient underwent pd catheter removal surgery. Immediately following the catheter removal, the patient experienced multiple episodes of pulseless electrical activity (pea) and subsequently expired. The suspected cause of death is a pulmonary embolism due to the surgery. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.